Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, it the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the rptr contacted lfs on behalf of the pt alleging that her one touch ultra meter was set to the incorrect unit of measurement. The senior medical affairs specialist mailed a letter since the pt could not be reached by telephone. The meter was set to mmoi/l, instead of mg/dl. The pt did not allege harm. There is insufficient info to suggest that the pt experienced injury. The pt was reported to have been treated by a medical professional; however, no further info was provided. The customer svc rep confirmed that the meter was previously set to the correct unit of measurement and that the pt had not changed the unit of measurement in the meter settings. Based on the info supplied by the rptr, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Pt's meter was replaced.